Event description:
The customer reported when the scope was inserted into the processor, the video displayed on the monitor showed white lines across the entire screen during inspection for use involving an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.